Manufacturer narrative:
Upon review of calibration data, the customer did not adhere to re-calibration recommendations of renewing the lot calibration after 4 weeks. Quality control data showed a pattern consistent with a control handling issue. The centrifugation time of the sample was too short. Upon review of the alarm trace, no alarms relevant to the event were observed. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). Phone number was provided as (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested with the elecsys troponin t hs stat assay on a cobas 6000 e 601 module. The sample initially resulted with a troponin t value of 173.7 ng/l and this value was reported outside of the laboratory. The patient was admitted for follow up observation. Subsequent samples from the patient showed normal results with values of 4 ng/l and 5 ng/l. The complained sample was repeated in a sample cup on (B)(6) 2018, resulting as < 3.00 ng/l accompanied by a data flag. The sample was also repeated on a second analyzer in a sample cup on (B)(6) 2018, resulting as < 3.00 ng/l accompanied by a data flag. No adverse events were alleged to have occurred with the patient. The troponin t reagent lot number was 305646. The reagent expiration date was asked for, but not provided.